Event description:
The complainant reported that a female pt with a medical history of malnutrition and malabsorption could not receive her nightly feeding because her patrol pump list# 52036 did not work. It was also reported that the pt felt weak the following morning and borrowed a pump from the hosp so she could receive her feeding that night. There was no report of serious injury or illness associated with this complaint. A product problem (rotor on pump would not turn) has been reported to be associated with this complaint and is considered likely to result in a serious injury or illness due to a potential for delay in feeding.